Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room due to bg (blood glucose) values reaching over 500 mg/dl. The patient's doctor had changed the basal rate to 0.4u per hour (was 0.6u per hour) prior to the customer going shopping, which lasted about 1 hour when the patient was no longer feeling well. Patient reported arm pain, cold arms and hands, blurred vision, and feeling faint. She was given 4 units of insulin by husband at the emergency room, her bg went down to 341mg/dl after. Patient was diagnosed with hypotension, arm pain and hyperglycemia. She was given a metabolic panel and was dehydrated. Patient replaced the pod when they went home and she took some salt, as her sodium was low. She took another bolus then of insulin and gave 1.6 units it was reported that the pink slide did not move forward and the pod never deployed, the cannula was not visible when the device was removed.

Manufacturer narrative:
No issues were found that would result in a needle mechanism failure. The pod was in pod state 14 indicating that pod activation was not completed after the first priming sequence finished. (Device available for eval: yes, date returned to mfg: 4/3/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.